Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: after the jaws were closed on the tissue, the green button was pressed, but no lights flashed. The instrument could not be fired. To continue the procedure, this handle and another reload were used. Operating time was extended less than 30 minutes. There was no additional tissue resection. There was no tissue damage. Nothing fell into the patient's cavity. There was no bleeding. No reinforcement material was used. The patient was last in good condition.